Manufacturer narrative:
A titan otr pump, and cylinders 1 and 2 were received for evaluation. A separation within abrasion was noted on the shorter exhaust tube of the pump. This was a site of leakage. Partial separations within abrasion were noted on the longer exhaust tube and inlet tube of the pump. These were not sites of leakage. A partial separation, adjacent to abrasion indicating the tubing had kinked onto itself, was noted on the exhaust tube of cylinder 2 at the tube/strain relief junction. This was not a site of leakage. Abrasion was also noted on the exhaust tube of cylinder 2. No functional abnormalities were note with cylinder 1. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to cause a separation through the shorter exhaust tubing at this site. A separation of this type may then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, the device ¿failed.¿ the patient felt a stinging sensation inside his penis when he inflated the device, and then watched it gradually deflate, suggesting a fluid leak. Upon explant, the device was found to have leaked from a puncture in the exit tubing from one of the cylinders.